Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device alleged that the device had a loose connection with one of the leads and was told that the device was not recording everything. A request for additional information from the local boston scientific field representative (fr) was made. The fr indicated that they had no knowledge of such allegation and no further information was available. There were no adverse patient effects reported.